Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and implantable defibrillation lead exhibited high shock impedance measurements. Out of range measurements were observed during pocket manipulation, however not during shock delivery. It was also noted the patient had received in inappropriate shock for atrial fibrillation (af) with rapid ventricular response. An invasive procedure was performed and it a loose set screw was found. The set screw was tightened on the terminal pin and the high out of range shock impedance measurements were resolved. No additional adverse patient effects were reported.